Event description:
It was reported the patient experienced a partial loss of therapy in her lower back following a recent fall. An x-ray was taken; however, no anomalies with respect to lead placement were observed. Surgical intervention will be undertaken at a later date to replace the patient's leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.